Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29; product lot/serial number (B)(6); product type: transcatheter aortic valve (tav). Product ID: l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, no difficulties occurred during loading and right femoral artery access was used. The patient had horizontal aorta. When the delivery catheter system (dcs) was crossing the aortic arch, a bend or buckle was seen in the capsule.  The valve and dcs were removed from the patient and replaced to complete the procedure, with a post-implant balloon aortic valvuloplasty (bav) planned. No adverse patient effects were reported.